Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the mid left circumflex artery (lcx). Following pre-dilation with a 3.00 x 8.00mm semi compliant balloon catheter, a 32 x 3.00 promus premier drug-eluting stent (des) was successfully deployed. However, a type a proximal stent edge dissection was observed, which was non-flow-limiting. Another stent was deployed to cover the dissection, and the procedure was completed. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.